Event description:
Received report that as while the end-user was driving their motor vehicle while positioned in the power wheelchair, reports the backrest of the device fell backward which forced the end-user to lose upright positioning and lay flat. No injuries were reported to have occurred as a result of this event.

Manufacturer narrative:
Permobil ab received report that as while the end-user was driving their motor vehicle while positioned in the power wheelchair, reports the backrest of the device fell backward which forced the end-user to lose upright positioning and lay flat. No injuries were reported to have occurred. Images provided of the device indicate the fasteners used to secure the backplate to the hinge had broken, which allowed the backrest assembly to fall to a horizontal position. At this point in the investigation, permobil is unable to determine the root cause of the hardware failure without speculation. If permobil ab receives any new information, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.